Event description:
It is reported that while trying to get the liner to engage, the doctor spilt a medial portion off of the proximal humerus. The doctor stated that it happened because he had to hit the liner to hard in order to get it to engage. In addition, no medical intervention such as cables were required.

Manufacturer narrative:
Eval summary: the liner was implanted therefore a determination on the condition cannot be made. No other complaints of any type have been reported for these lots of liners or stem. For cases where impaction of the liner is not desired, an alternative instrument has been designed to force the liner into the stem. The 00-4309-069-00 liner inserter converts rotational forces to the liner, forcing the liner lock without impaction. The locking mechanism of the liner has been designed to withstand the forces it experiences during use. The force needed to insert the poly liner is directly related to the forces needed to securely lock it into place. Cause cannot be definitively determined. Conclusion: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.